Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient called back stating they were still seeing the por message on their programmer. Patient services assisted the patient in clearing the por message using the programmer. No further complications or symptoms were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that it was taking to long to charge the ins. It was noted that the patient gets 8 coupling boxes shaded while charging and that they either charge to 3/4 or 100% full, and see a full battery message on the insr. When the patient tries to turn the ins on after charging, they are unable to. It was reviewed that the patient would not be able to turn the ins on until the por message (see previous complaint) was cleared.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp) who reported that the cause of the ins taking too long to charge was patient error. Actions were taken to resolve the ins taking too long to charge was aid and patient services. No further complications were reported/anticipated.

Manufacturer narrative:
The previous supplemental was sent on accident, the aware date was correction from 9/7/2017 to 11/3/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there was a power on reset and therapy had stopped due to the power on reset. The patient stated he was trying to turn the implant back on with the recharger because he didn¿t have batteries for the programmer at the moment. The patient noted that when he was trying to turn stimulation on the informational power on reset screen came up. The patient mentioned he was just at a doctor¿s appointment for a surgery that was unrelated to the device. The patient was still able to charge the device and was going to call back once he had batteries in the programmer to clear the power on reset. The indication for use was non-malignant pain.